Manufacturer narrative:
One 8f fast-cath swartz introducer and one dilator were received for evaluation. Visual inspection revealed a hole in the side of the dilator located 1.5" proximal from the tip end. Functional testing revealed a guidewire would not advance through the distal end of the dilator. Additional testing revealed a deep gouge/groove in the inner wall of the dilator, which caused the material to skive and block off the lumen. The gouge was deep enough that it perforated through the side wall of the dilator. The damage was consistent with having been caused by a sharp object being inserted through the lumen of the dilator such as a brk needle. The needle used during this procedure was not returned for evaluation and may have aided in a more thorough evaluation. Review of the device history record confirmed this batch met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to procedural factors.

Event description:
It was reported while in the patient, needle couldn't pass through atrial septal and then found the sheath was blocked near the distal end. The procedure was completed with another device from the same reorder and lot number. There were no consequences to the patient. Additional information was requested and is not available.